Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late onset seroma".

Event description:
Healthcare professional reported right side "pain", "swollen", "hardened", and textured to smooth exchange. Patient reported "late onset seroma." The device remains implanted.